Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA.¿ devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to available information, the prothesis was explanted and tubing was empty although no leakage could be found.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A group of separations, surrounded by abrasion, were noted on both exhaust tubes and the inlet tube of the pump. These were not sites of leakage. No functional abnormalities were noted with the pump. Abrasion was noted on the exhaust tubes of both cylinders. No functional abnormalities were noted with either cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. The information received indicated the device had a leakage, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to available information, the prothesis was explanted and tubing was empty although no leakage could be found